Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation of the explanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient is experiencing pain at the pocket site. The physician suspected that the patient might have an infection. The physician explanted the patient's ipg. During the explant, the physician didn't note any infection.